Event description:
We received an allegation about discrepant results for 1 patient's sample tested with urea (ureal) assay on a cobas 8000 c702 module serial number 22g7-01. On (B)(6) 2023: initial result: 42.4 mmol/l > test (with a data flag). 1st rerun result: 1.0 mmol/l (the sample was automatically rerun by the system). 2nd rerun result: 41.5 mmol/l (with no data flag and was tested with dilution). This result was believed to be correct. No questionable results were reported outside the laboratory.

Manufacturer narrative:
Calibration and qc were acceptable. Precision testing was completed with passing results. Two "abnormal aspiration" errors were observed on the alarm trace data. Based on the information provided, a general instrument issue was excluded. A general reagent issue was excluded as qc was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined. H3 other text : na.